Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery failed alarm and replace battery. Troubleshooting was performed and advised the customer to securely fasten the battery and align the battery slot horizontally with the pump. Also, the customer did receive a battery failed/failed battery test alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
S.w version 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged unexpected failed battery alert/battery failed alarm found on 04-may-2023. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several days and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: 05/04/2023 08:29:43.000, 05/04/2023 08:30:26.000, 05/04/2023 08:30:59.000, 05/04/2023 08:32:32.000, 05/04/2023 08:38:42.000, 05/04/2023 08:43:35.000, 05/04/2023 08:46:04.000, 05/04/2023 08:52:48.000, 05/04/2023 08:58:17.000. Low battery alert was recorded and found in the formatted history file on: 05/03/2023 22:42:00.000. Replace battery alert was recorded and found in the formatted history file on: 05/04/2023 08:13:00.000, 05/04/2023 08:23:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/04/2023 08:29:18.000, 05/04/2023 08:30:09.000, 05/04/2023 08:30:52.000, 05/04/2023 08:32:21.000, 05/04/2023 08:35:14.000, 05/04/2023 08:40:04.000, 05/04/2023 08:44:30.000, 05/04/2023 08:46:48.000, 05/04/2023 08:47:03.000, 05/04/2023 08:47:23.000, 05/04/2023 08:47:34.000, 05/04/2023 08:47:59.000, 05/04/2023 08:48:10.000, 05/04/2023 08:48:31.000, 05/04/2023 08:49:08.000, 05/04/2023 08:49:35.000, 05/04/2023 08:50:56.000, 05/04/2023 08:51:20.000, 05/04/2023 08:51:41.000, 05/04/2023 08:51:54.000. Replace battery now alarm was recorded and found in the formatted history file on: 05/04/2023 08:44:00.000. Pump error 68 alarm was recorded and found in the formatted history file on: 05/04/2023 08:52:28.000. Pump error 49 alarm was recorded and found in the formatted history file on: 05/04/2023 08:52:28.000, 05/04/2023 08:56:43.000. Pump error 23 alarm was recorded and found in the formatted history file on: 05/04/2023 08:57:01.000, 05/04/2023 09:07:44.000. Power loss alarm was recorded and found in the formatted history file on: 05/04/2023 08:57:15.000, 05/04/2023 08:57:23.000, 05/04/2023 09:07:20.000, 05/04/2023 09:07:56.000, 05/04/2023 09:08:04.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. There were no unexpected pump errors/alarms noted 1 week prior to the event date 04-may-2023 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unexpected failed battery alert/battery failed alarm was not confirmed. However, per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.